Event description:
Had portacath placed 5 months ago. Had repeated problems with it. With irrigation of the catheter and discomfort and tenderness to the pt in the area of the port. Dates of use: five months. Diagnosis or reason for use: chemotherapy for prostate ca.